Manufacturer narrative:
A ge service representative performed an on site investigation. The pin was reseated into the lemo connector. The system was then found to be operating as intended.

Event description:
The customer reported the 9800 system failed to produce fluoroscopy x-ray. No report of patient injury.